Event description:
The pt reportedly has been having retention issues for some time. External equipment was exchanged; however, the problem was not resolved. The pt's retention issues have recently worsened due to weight gain. The pt underwent surgery to thin the skin flap.